Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had a blocked site. She changed the site and everything is running well. There was patient involvement but no reported patient harm. The customer reported that the patient was hospitalized but at this time it is unclear if the hospitalization correlated with the device malfunction. Requests for further clarification are being completed and if provided will be sent with the next report.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.